Event description:
During arthroscopically-assisted anterior crucrate ligament reconstruction using hamstring autograft, the endo button reamer broke off and the tip was embedded in the bone. There was metal debris in the knee which was washed out, but part of the reamer was embedded in the bone and was left there.